Manufacturer narrative:
Critical pump error after battery installation. The critical pump error was generated by insulin pump error, problem was isolated to printed circuit board. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed a critical error. Customer stated that the issue was not resolved with a battery change. Customer's blood glucose reading was 112 mg/dl. Product is being returned and replaced.